Event description:
It was reported that during central processing, the long bipolar grasper did not work. There was no report of patient involvement.

Manufacturer narrative:
The long bipolar grasper instrument was returned and evaluated by the failure analysis team. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtms), however, the yaw pulley moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs. The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input #5 in the proximal end. The root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.